Event description:
It was reported that the device would not charge fully on any selected amount of energy. This failure was found during the device's morning operation check. There was no pt use associated with this incident.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly, but the reported failure could not be duplicated. The device was able to charge up successfully with the quick-combo pads and the hard paddles with no failure.